Event description:
The customer reported the system would not boot up. The system functionality was restored after rebooting. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative was on site for another system. The system was rebooted and the reported issue could not be duplicated. The customer canceled the service call at this time.